Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 143 mg/dl and sensor glucose value was 94 mg/dl at the time of the event. Suspend on low limit in sensor settings was at 60 mg/dl. The customer was advised that the average sg vs bg differences should remain under 20% over the life of the sensor. The sensor will not be replaced for analysis.